Event description:
It was reported that the user experienced problematic meal announcements with the ilet, with more than half of breakfast and lunch announced as ¿less than,¿ leading to inaccurate carbohydrate entries and resultant blood glucose fluctuations, and the user subsequently underwent a factory reset and returned to bionic mode per endocrinology direction. Symptoms included episodes of hyperglycemia and hypoglycemia, 39 mg/dl to 300 mg/dl, associated with incorrect meal amounts and low carbohydrate intake. Outcomes included a hospitalization for a stomach virus with starvation ketoacidosis attributed to inadequate carbohydrate consumption, reported under (B)(4)/ case number (B)(4). Investigation included customer care troubleshooting and education, execution of a factory reset, and setup of the ilet. Investigation of this case revealed use-related issues with meal announcement accuracy and carbohydrate reporting that contributed to glycemic excursions, without a device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and nutritional intake were the most probable contributors.